Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 24psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 24psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed one prior similar complaint. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The 30 psi was calibrated from 225 to 215, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).